Event description:
It was reported that patient presented for follow-up in clinic. It was noted that pacemaker exhibited post paced and post sensed t wave over-sensing. No intervention was performed. Patient condition was stable.